Event description:
A report was rec'd that the pt's ipg was depleting rapidly. A bsn rep performed troubleshooting and confirmed premature battery depletion. The pt's ipg was replaced and the pt is reportedly doing well.